Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the submitted device found very slight wear, with some evidence of slight third body wear. The inferior articular surface exhibited what appears to iatrogenic damage, and very slight yellowing of the polyethylene in the peak loading regions. There is no evidence of oxidation, crazing, or delamination. No evidence of material or manufacturing defects was observed. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported patient pain and swelling with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and swelling.